Manufacturer narrative:
Patient ID/initials and weight are unknown. Additional product code: hwc. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Sterile part 442.468s, lot 3311249: manufacturing location: (B)(4). Manufacturing date: december 10, 2009. Expiry date: november 01, 2019. Article was sterilized by supplier (B)(4). Non-sterile part 442.468, lot 6254284: manufacturing location: (B)(4). Manufacturing date: november 02, 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a plate implanted on (B)(6) 2010 broke post-operatively. A revision surgery was performed on (B)(6) 2010. During the revision procedure hemicortical and cancellous bone were collected from right iliac. All locking screws were removed. There was no visible metallosis reported. After cleansing, cancellous bone chip was implanted into the screw holes. The broken plate was removed and replaced with new plate of the same type. While trying to fix the proximal hole, it was noted reduction was difficult due to endostosis and contracture of fracture site. Therefore the proximal screw hole was newly drilled and cancellous bone was transplanted to the fracture site from both side of the plate. At this time, avascularization became ninety (90) minutes, and released ten (10) minutes. Avascularization was done and a longitudinal incision was done behind the fracture site avoiding extensor tendon and fourth compartment incision. Subchondral bone was removed swiftly and cancellous bone was implanted at the fracture site. Wound closure was done by placing penrose drain 6 and filling bone wax and then completed with layer to layer suture. This is report 1 of 1 for (B)(4).